Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on. Complainant indicted that there was no patient involvement in the reported malfunction.